Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that primary energy was lower than normal.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit the field service engineer replaced the laser head and performed a complete system verification as per sir (service installation record). The system meets alcon specifications .sample return for evaluation has been requested, but not provided. The root cause which led to the replacement of the laser head cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).